Event description:
Caller states that the device read 201mg/dl and 3 minutes later 130 mg/dl. It was compared to a lab result taken approximately 20 minutes later that read 26mg/dl. No treatment information provided. Quality controls were used and reportedly within acceptable limits. Requested return of suspect device and caller declined replacement.